Event description:
Dealer called stating that the brackets for the powered elevating legs on the 3gtq3-mcg power chair are allegedly bending. The hex nut on the left leg rest, that sets the leg length, keeps coming loose and then the leg rest is allegedly to long. Brackets for the calf pads are allegedly bending. The brackets have been replaced by the territory business manager. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq3-mcg, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1143151 rev I (may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states multi focal motor neuropathy. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.